Event description:
It was reported by a customer that on (B)(6) 2011 the fiber was damaged at the tip at 111,288 joules. Additional information reported by the customer was the fiber damage was noted during the procedure. It was noted that the mirror of the distal tip was broken and the energy dissipated by all sides (diffused aim beam). The fiber was working well with a power of 100 (w) until the fiber was damaged (the physician was working on the lateral lobe). There were no error messages that were displayed on the console when the event occurred. The patient did not experience any difficulties as a result of the event. The user did not experience any injury from the use of the system.